Event description:
Biomed reported to covidien that end-user believed reading was low on pt. No pt harm reported.

Manufacturer narrative:
(B)(4). Covidien has made several attempts to obtain further information but customer has not replied to requests. This is the first of five reports. Referencing 2936999-2013-00667, 2936999-2013-00668, 2936999-2013-00669, 2936999-2013-00670, and 2936999-2013-00671.